Manufacturer narrative:
Age at time of event: 40s.

Event description:
It was reported that there was a hole in the catheter shaft. A solent omni angiojet catheter was selected for use for a venous thrombectomy procedure. During procedure while in power pulse mode, 55cc's into infusing lytic, the physician was applying extra pressure to advance the catheter through the anatomy, when the catheter became kinked and blood started spraying from the kinked area. It appeared two holes were created on the shaft. The procedure was then completed with a new solent omni angiojet catheter. There were no patient complications reported and the patient was in stable condition post procedure.

Event description:
It was reported that there was a hole in the catheter shaft. A solent omni angiojet catheter was selected for use for a venous thrombectomy procedure. During procedure while in power pulse mode, 55cc's into infusing lytic, the physician was applying extra pressure to advance the catheter through the anatomy, when the catheter became kinked and blood started spraying from the kinked area. It appeared two holes were created on the shaft. The procedure was then completed with a new solent omni angiojet catheter. There were no patient complications reported and the patient was in stable condition post procedure. Device evaluated by MFR: blood was present outside and inside the device and there was 100ml of blood in the attached waste bag, when received. Visual inspection revealed that there was numerous kinks throughout the device. Functional testing was performed by placing the device in the angiojet ultra console and running the complaint device through the full priming cycle in thrombectomy mode; however, the shaft leaked from two kinked locations. Microscopic examination revealed that there were two holes in the pebax shaft 49cm and 51cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: (B)(6).